Event description:
It was stated that the buttons were not responding on the insulin pump. The reported blood glucose reading at the time of the call was 177 mg/dl. Troubleshooting was performed and the button error alarm could not be cleared due to the button issue. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint. Unable to verify the blank display or keyboard anomaly due to the blank display.